Event description:
The customer reported that the monitor was not providing audible alarms.

Manufacturer narrative:
The customer claimed that the device is not giving any audible alarms. The customer was advised by technical support to connect an oscilloscope to the speaker connections and then initiate an alarm condition. It there is a signal on the oscilloscope, then the problem is the speaker. If there is no signal, then the problem is with a pcb. The call notes indicate that the customer was going to try this and call back if the problem persisted. The customer did not call back. The investigator called the customer to inquire about the outcome of the reported problem. The customer reported that they found a loose connection inside the device and when the connection was restored, the audible alarms began working again. When asked how the loose connection occurred, the customer claimed that he did not know, but suspected that it became loose as the result of daily use. The customer did not require any additional assistance from invivo regarding this reported problem. No further investigation or action is warranted. (B)(4).